Event description:
It was reported that the 9800 system will not turn on. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the power control board. Power control board replaced. The system was tested and found to be working as intended and placed back into service.